Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendectomy - "dr. (B)(6) was using the bag in the patient during the laparoscopic appendectomy when the bag broke where the string is attached. The staff had to open another bag to retrieve the specimen, and therefore had 2 packages in the trash and were not sure which package was for the broken bag. The other package's lot number was 1273641 and serial number was (B)(4)." Patient status- no patient injury.

Manufacturer narrative:
Investigation summary: the event unit's tissue bag was returned for evaluation. Engineering was unable to inspect the string as it was not returned. The tissue retrieval bag was visually inspected and found to be conforming. Based on the information received from the complainant, engineering evaluated the possibility of string breakage. The exact root cause of the event remains unknown because an incomplete event unit was returned. Based on previous investigations, it is possible that interaction between the cord and the inner edge of the tube could have contributed to the cord fraying and ultimately breaking. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Applied medical does not consider string breakage to be a reportable event. This event was reported because it was originally believed that the tissue retrieval bag had broken. However, upon inspection of the tissue retrieval bag, it was found to be conforming.

Event description:
Additional information received via email from applied medical team member january 2, 2017: unfortunately, I do not have an exact answer for that question. The woman who I've been in contact with at the hospital only had limited information and has tried reaching out for additional info.